Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that drainage was coming from the patient ipg site. The physician suspected infection and the patient was placed on antibiotics. The patient¿s system was explanted on (B)(6) 2021 to address the issue.